Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-00298, 3006705815-2022-00299. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. It was also reported that patient is experiencing pain at the lead and ipg sites. Surgical intervention is pending to address these issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention in which their system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient reported to the MRI recall team that they had the implant removed because the battery was sticking out too far, the leads were on top of each other and the implant was not anchored. The patient wanted to speak to a rep about how it was implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.